Event description:
The customer reported that the baths of the coulter act diff analyzer were overflowing. The customer stated that troubleshooting of the issue was on-going and will proceed check to see if the waste pathway was blocked. The customer called back 40 minutes later and stated that the waste pathway was not blocked but the instrument was still not draining properly. The customer then reported that they would proceed to verify if the float sensor was connected to the correct spot on board and will call back if additional assistance was needed. No erroneous results were generated and there was no change to patient treatment in connection with this event. As of (B)(4) 2012, the customer had not contacted beckman coulter regarding any follow-up to this issue. Beckman coulter field service engineer (fse) was not dispatched for this event. It is assumed that the customer had rectified the issue through troubleshooting.

Manufacturer narrative:
Conclusions: issue was resolved by customer through troubleshooting. (B)(4).